Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The chronic totally occluded target lesion was located in the first diagonal artery. A 185cm pt2¿guidewire was advanced to cross the lesion. However, during procedure, the distal 10mm tip of the wire was fractured and remained inside the patient. The procedure was abandoned as the true lumen could not be located. No patient complications were reported and the patient's status was fine.